Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of lobectomy, the nurse connected the cartridge to the handle, and checked the jaws opening/closing with no problem. Then the surgeon pushed the green button, however could not squeeze the handle. Replaced by a new cartridge, and the firing was completed with no problem. There was no patient injury reported.